Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to the poly becoming loose.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device shows surface marks and deformation around the locking area. The device was manufactured in 2013. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our lab performed an analysis with the following results: the inferior surface of the insert showed signs of damage indicating possible motion between the insert and baseplate. The insert locking mechanism showed signs of damage and deformation in the medial, lateral, and posterior regions. The medial and lateral edges of the locking mechanism were fractured. Fracture of the component can occur when the applied forces exceed the yield strength of the material. The articulating condylar surfaces of the insert had localized regions of deformation that may have been caused by third-body wear. The presence of third-body debris may be attributed to bone cement and/or bone particles in the joint. No material or manufacturing deviations were observed during this investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.